Event description:
A report was received that the patient had some irritation at the incision site. Patient was prescribed antibiotics and advised not to charge for a week to let the incision site heal more.